Manufacturer narrative:
Additional information: h4, h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample it shows a separation between the tubing and the y-site clearlink. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the suspected lot numbers are r24g24062, r24g20109 and r24g20048. D4: unique identifier (UDI) # and d4: expiration date: the UDI # of lot r24g24062 is (B)(4) and expiration date is 07/26/2026. The UDI # of lot r24g20109 is (B)(4) and expiration date is 07/22/2026. The UDI # of lot r24g20048 is (B)(4) and expiration date is 07/20/2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set disconnected at y-site when removing from the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.